Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. This is one of two knees for the same patient. See MFR report #20238206-2006-00483.